Event description:
It was reported that the patient had experienced unstable angina pectoris and ptca had been performed prior to this procedure. There was a focal lesion in the lad. After engaging the guiding catheter, the bmw universal guide wire was delivered and it crossed the lesion without any problem. Ivus was then performed to examine the diameter of the vessel and a 3.5-18 mm drug eluting stent was deployed. The diameter of the vessel measured nearly 4.0mm; howver, as medication had been applied during ptca performed before this procedure, the 3.5-18 mm stent was deployed. After stent deployment post-dilatation was performed with a 4.0-15 mm balloon catheter. There was difficulty upon withdraw of the balloon catheter after post-dilatation, and the whole system including the guiding catheter was removed from the vessel. Upon review, after the devices were pulled out of the patient's body, the tip of the guide wire was separated. The separated part was inside the guiding catheter when the whole system was removed and it did not remain in the patient's body. No patient injury was reported. No additional information was available.